Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with competitor product. Subsequently, patient was revised on (B)(6) 2013, due to an unknown reason. During the procedure, the posterior augment would not screw into the femoral component. The surgeon chose to utilize the augment to complete the procedure regardless of the fact that it did not screw into the femoral component correctly. No further information has been provided to date.